Event description:
A (B)(6) distributor continued zoll customer support to report that a pt's electrode belt had damaged cables. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been confirmed. The reported problem (damaged cables) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief. The root cause for the strained cable could not be positively identified, but the damage was likely caused by excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.